Event description:
It was reported, the rigid endoscope telescope had a transurethral resections (tur) handle connection broken . There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the malfunction was the result of improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.